Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/8/2023. H6 component code: g07002 no device problem found. A device has been received for product code 8411h, lot rpbhbz; however it is unknown if the product belongs to this complaint, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following additional information was requested: our failure analysis lab received the additional product with reference to this complaint, the following product was received: product code: 8411h. Lot : rpbhbz. This complaint is for product code product code: 8411h, lot rmbhrq. 1. Could you please clarify if the additional device belong to this complaint? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one opened box with twenty-three packets of product code 8411h was received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/21/2023 additional information was requested, the following was obtained: 1. Could you please clarify if the additional device belong to this complaint? No, has accidentally slipped in between 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. No, product doesn¿t belong to any complaint 3. If the device was not reported before, please provide more details of device malfunction. N/a 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Lot: rpbhbz can be discarded 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. The other products you received code 8411h, lot rmbhrq are the correct ones. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. Thread breaks faster than normal, mostly in the middle or at the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was provided: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/outcome/consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. (B)(4). Device property of: none. Device in possession of: none. Additional information was requested, the following was obtained: it is unclear if pull off suture needle or breakage suture occurred, could you please clarify what was the exact issue and also indicates if it occurred in one single procedure or if the issue occurred in multiple procedures? Please confirm single procedure, suture breaks faster than normal, usually in the middle or on the needle. If it occurred in multiples event: n/a. Were these cases previously reported to ethicon? N/a. If yes, please provide a complaint reference number. If no, please create additional complaint files and provide the reference number. Please provide the name of hcp? Not available. Did more than one suture break or pull off during single patient procedure? Yes, 2 sutures on the same patient broke the suture. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-00091.